Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the cartridge had air bubbles. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the presence of air bubbles or a leak in the cartridge can result in under delivery.